Manufacturer narrative:
A medtronic representative, following up with the site, reported that the alleged inaccuracy was approximately 10 millimeters.

Manufacturer narrative:
Patient information was not made available from the site. Event date was approximated at (B)(6) 2016 based on information provided to the medtronic representative by the site. This issue was relayed to the medtronic representative while the medtronic representative was supporting a second procedure at this site. On 07/21/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a surgeon on (B)(6) 2016, that while in a cranial procedure approximately one and one half weeks earlier, there was an alleged inaccuracy. No further details regarding this issue, or specifically when it occurred, were provided. No specific measurement, or direction, of the alleged inaccuracy was provided. It was reported to the medtronic representative that the surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided.